Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error and blank display. Customer stated that they did not press a button down for 3 minutes or longer. Customer was able to clear the alarm. Customer stated that the insulin pump went blank with red dots and started beeping fiercely. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.